Event description:
It was reported that the pt had no sound awareness since 2005. The pt also complained of intermittent pain and eye twitching. The external equipment was replaced prior to testing. The pt complained of a 'popping sensation' during the testing. No sound awareness was achieved during testing at maximum pulse durations of 221 per channel. All external equipment was swapped out again and no sound perception was noted. Testing confirmed that the device had malfunctioned.